Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Device evaluation: as the lens remains implanted, a device evaluation was not possible. Manufacturing record review: the manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance due to discolored issues was generated. The review of the documentation for soft acrylic buttons inspection shows that all the lenses sampled had an acceptable haze level. No discolored issues were reported. Based on the manufacturing record review, no deviation or assignable cause was identified for this complaint type reported. A review of the raw material / manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications related to the reported complaint. The production order was sterilized and the product was processed according to requirements and met specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Journal article: wong, melissa h.y. Et al.; brown discoloration of acrylic hydrophobic intraocular lens; canadian journal of ophthalmology. Published online: june 30, 2016. Patient underwent uneventful right eye phacoemulsification and iol implant was done on (B)(6) 2013. On (B)(6) 2013, patient walked in for right eye redness/discharge for one day after stopping dexamethasone and ciprofloxacin eye drops for suspected viral conjunctivitis. Noted brown discoloration of lens (right) and iop was normal. Patient was reported to have right eye redness/discharge. Patient was prescribed eye drops, pred forte and levofloxacin for eye redness. The intraocular lens remains implanted. Postoperative month 3 presented with symptoms of eye redness and patient had occasional cells in the anterior chamber and mild conjunctiva injection. The inflammation settled with a low dose of prednisolone acetate eye drops once a day for a month. No further information was provided.